Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the disposable hand piece seized and stopped. Another disposable hand piece was used to continue the procedure.

Manufacturer narrative:
Date sent to the FDA: 12/09/2008. Blade seized/stopped: conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01238. The same patient is represented in each medwatch.